Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The physician wished to have the device interrogated. No other adverse patient effects were reported. At this time, attempts to obtain additional information have been unsuccessful.